Manufacturer narrative:
This device is not available for analysis as stated. Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 9616099-2009-01312.

Event description:
While removing the angioguard, the patient experienced a neurological event of ischemic stroke. There were no malfunctions encountered with the precise stent and angioguard. The patient left the angiography suite with neurological deficit. The patient was enrolled and treated in the study with a precis stent the left carotid artery.